Event description:
Muscle stimulation, myocardial perforation, blood clot formed following replacement and the patient expired. Additional information from the physician indicated cause of death was due to cerebral vascular accident and was not pm related.